Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer's blood glucose (bg) level displayed as ¿high.¿ customer attempted correction bolus using pump, then gave correction injection using multiple daily injections to address the high bg. Reportedly, the customer changed infusion set and cartridge and resumed insulin to resolve the occlusions.